Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in lebanon. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia the blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous drip and manual correction. The patient was released from the hospital on (B)(6) 2025. The length of hospitalization was greater than 24 hours. Patient also had symptoms like tired weak, fever, vomiting. No further information available.